Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having olif 5/1 due to stenosis. It was reported that shaver broke when being used in the l5-s1 disc space. The product came in contact with patient. There were no patient symptoms/ complications as a result of the event.